Event description:
It was reported that during a percutaneous coronary interventional procedure/rotational atherectomy, withdrawal difficulties were encountered. The lesion being treated was located in the right circumflex. The physician had used the 1.25mm rotalink plus burr successfully, however, when he went to pull the burr back into the specified guide catheter, the burr became stuck in the vessel. The pt was taken to surgery for removal of the burr. Following surgery, pt's status was reported as 'good'. No further info has been provided.